Event description:
It was reported that the site was experiencing problems with their (B) (6) hand held white interrogating vns pts devices. The site reports that the hand held screen continuously freezes at the interrogation successful screen, which they can resolve with troubleshooting. The site has requested new hand held. Good faith attempts to obtain the non-working device have been made, but the device has not been returned for analysis to date.